Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had ec345 thermistor disparity during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, 'ec 345 thermistor disparity.' Was not reproduced. A visual inspection found the downstream thermistor head (excess glue). The thermistor calibration was in specification and a test infusion was ran to monitor the temperature of the thermistors and no issues were observed. A review of the event history log revealed system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream thermistor head had excess glue. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.